Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device fails pressure check test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the lower pressure sensor. A review of the device history record for (B)(6) was performed from date of manufacture 10/15/2014 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device fails pressure check test. There was no patient involvement.